Manufacturer narrative:
The device is not available for evaluation. The lot number was not provided, therefore, a lot review cannot be performed.

Event description:
The customer reported that a plum set was noted to be leaking at the microclave injection port towards the distal end. The set was used to delivery chemotherapy. The set was replaced and therapy continued with no other delay. There was patient involvement and no patient harm.